Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last year from date manufacturer was made aware.

Event description:
It was reported that patient was unable to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed of at the facility.